Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation and testing of the clip delivery system (cds), per the instructions for use, it was observed that the movement of the clip was not smooth and was jumping (movement from inverted position to 120 degrees). It was a stepwise movement and at one point required a lot of force to move the clip. The decision was made not to use the device. A new cds was prepped without issue and used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided related to this issue.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported clip arm actuation issue (jumping) was not confirmed, as the clip arm opened smoothly without jumping. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip arm actuation issue. Since the analysis was unable to identify any issues with the clip components and the clip actuated as expected, a definitive cause could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.